Event description:
It was reported the atrial lead was capped and replaced due to high impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 left ventricular (lv) lead 2004-(B)(6), 6944 implantable tachy lead 2004-(B)(6), (B)(4).